Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8703w, lot# l52354, implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
It was reported that the patient was hearing a beeping coming from his pump. The patient was not one hundred percent sure when the beeping had started, he was ¿pretty sure¿ it was tuesday or wednesday night ((B)(6) 2013). The beeping heard was a single tone beep. There had not been a change in the patient¿s therapy or symptoms. The device system was used to deliver baclofen. Additional information received reported the patient had missed his refill appointment. The patient had called needing to reschedule it and then forgot about the appointment. There was a low reservoir alarm that had sounded. He was seen and filled on (B)(6) 2013 with baclofen. The patient had no symptoms or issues.